Event description:
Information received from the field notes that during a routine follow-up, the voltage never decreased from 2.5v during the atrial and ventricular threshold tests. When programmed to 5v, the atrial channel remained at 2.5v and the ventricular at 2.6v. The patient had no underlying rhythm. Therefore, the device was replaced.